Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that it easily erases the gradation when handling, so it is difficult to apply the correct dose. The returned syringe was examined and exhibited partially printed scale markings. The syringe was tested for scale ink permanence and did not meet specifications as ink came off of the barrel during this test. This could cause difficulty in determining the correct amount that gets drawn into the barrel. Unable to perform DHR check for scale marking comes off and difficult to operate (difficult to apply correct dose) due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on (B)(6) 2019, holdrege received (1) loose 3/10cc, 8mm syringe. Samples were decontaminated per hstr-17 and hqa-68 prior to evaluation. Visual inspection of one syringe found missing print all over the syringe. When performing the ink permanency test per tp700112 there was ink on the swab, which is a failure. Process summary: the barrel printer applies ink from a substrate to a molded barrel that has been treated with corona to get a good adhesion of the ink to the molded barrel. Root cause could not be determined or investigated as no lot number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see section h.10.

Event description:
It was reported that the scale markings on the unspecified bd¿ insulin syringe were "easily erased" while handling and applying insulin during use. The following information was provided by the initial reporter, translated from portuguese to english: "I apply insulin to my 83-year-old mother twice a day. I always buy from the bd brand, for the quality. Does not cause damage to the application site. But it easily erases the gradation when handling, so it is difficult to apply the correct dose."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the scale markings on the unspecified bd¿ insulin syringe were "easily erased" while handling and applying insulin during use. The following information was provided by the initial reporter, translated from portuguese to english: "I apply insulin to my (B)(6)-year-old mother twice a day. I always buy from the bd brand, for the quality. Does not cause damage to the application site. But it easily erases the gradation when handling, so it is difficult to apply the correct dose."